Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the evaluation of the device confirmed that the opening resized to allow 6in transitional due to handle was closed without the 6in transitional installed. To resolve the issue, the unit was calibrated and set to proper pressure to pass inspection, and the left bracket was set to move smoothly. A new 6in transitional is included every time with preventative maintenance. General cleaning and maintenance, repair and replacement of worn parts were performed. Root cause: the reported complaint was confirmed from the evaluation. Evaluation showed that the handle was locked without the 6in transitional. The unit needed resizing of the hole to allow 6in transitional, repair, and replacement of worn and damaged parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the handle on the mayfield base unit (a2101) was locked without the transitional in place. They believe that the hole has become oval shaped as a result. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.